Event description:
A patient reported blood glucose results of "173 mg/dl" with a lifescan meter and "73 mg/dl" on a laboratory device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. A check strip test was performed and the results fell within the range. The meter, test strips and control solution were replaced.